Event description:
Customer reported an issue with their device's time settings, where the displayed time differed from the actual time by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, recommending follow-up if the time discrepancy reoccurs. The customer understood and acknowledged the guidance provided.